Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly, and determined that the root cause of the reported problem was a failure of the internal battery. The customer rec'd a replacement device.

Event description:
It was reported that the device was displaying the charge-pak and attn icons. There were no reports of pt use associated with this event.